Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 501 mg/dl. Cause of high bg was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with small ketones. Customer was treated with intravenous fluids of saline and insulin, and was discharged the following day with the issue resolved and no permanent damage.